Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated on 02/08/2010.

Event description:
According to the reporter: surgeon squeezed handle to load tack and handle jammed, would not release.